Manufacturer narrative:
This event is being reported because it occurred in a biohazardous environment. This event is due to operator error and is covered in the product labeling. The following statement is in the "filter cap instructions for use" section of the package insert: stop pushing the plunger when sample wets the filter. Pressure may release filter cap device. For medical device reporting purposes, this event is considered closed.

Event description:
A customer reported two operator incidents where they were exposed to blood when the filter cap dislodged from the rapidlyte autoventing 3 ml syringes they were using. In one incident, blood sprayed in the operator's eyes and in the second incident, blood sprayed in the operator's mouth. Both operators followed their facility guidelines for body fluid exposure.